Event description:
It was reported that the patient alert triggered, and the lead exhibited oversensing and high impedances. The lead was suspected to have a connector issue. During the revision procedure, the lead still exhibited high impedances, as well as high threshold measurements. The lead was unable to be extracted and was capped. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.